Event description:
It was noted that prior to an unspecified procedure, the percuflex plus ureteral stent was "torn" at an unspecified location. The device was not used during the procedure. Another of the same device was used to complete the procedure.